Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when asking about compatibility between pacemakers and ICD's and interstim system, caller made allegation that there was an already reported event that had occurred wherein a device had been "fried". This involved a cardiac device and an interstim system. No further complications were reported.